Event description:
Staff observed three areas of broken skin on left shoulder. One week prior pt had electrical stimulation treatment. No burns noted per staff after treatment. Pt states not aware of blisters until one hour after treatment.